Manufacturer narrative:
A.1.-a.5. There was no known patient involvement. H11: livanova deutschland manufactures the heater-cooler system 3t . Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report about heater cooler alarm ee04 and no other symptoms noted.there is no report of patient impact.

Manufacturer narrative:
H11: a livanova field service representative was dispatched to the facility to investigate the device. Based on the results of the technical intervention, however, the error message ee08 ("pump is not immersed in liquid or trapped air in the external circuit") was indeed confirmed on the cardioplegia circuit which was solved by renewing the cardioplegia circuit bridge and the processor board. After running functional checks with positive results, the machine was put back in service. Clarification was requested about any evidence of the error ee04 in the logs file and the circuit potentially impacted (patient or cardioplegia). By follow-up communication, livanova learned that the error message ee04 initially complained could not be duplicated nor found in the logs of the machine. Livanova field service representative confirmed that only the error message ee08 was observed in the cardioplegia circuit, and that the patient circuit was not impacted in the event. Based on technical inspection, error code 08 on cardioplegia side has the potential to occur due to trapped air within the 3t pumps/water circuits, specifically the cold and warm cardioplegia pumps/circuits, and it will resolve once water enters the pump after a few seconds of pump operation. Therefore, this present event has been re-assessed as not reportable since this error code is not likely to cause or contribute to serious injury or death, even if re-occured.

Event description:
See initial report.